Event description:
Customer reportedly obtained results of 19.9 mmol/l, 2.9 mmol/l, and 11.5 mmol/l on the accutrend plus system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system for eval.